Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that since 2008, the patient experienced inappropriate shocks due to t-wave oversensing. The physician elected not to reprogram any parameters but to check the device at the patient's next scheduled visit.